Event description:
The device system was returned to the manufacturer from the patient's spouse who reported that "we don't think it went off during" the patient's "heart attack". It was also reported by the patient's clinic that a remote transmission approximately 2 months prior to the patient's death showed no issues with the device system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
A report of a patient death was received. Further review of the manufacturer¿s database indicated the patient died approximately 11 months after implant of a cardiac resynchronization therapy defibrillator (crt-d) and approximately 4.5 years after implant of a ri ght ventricular (rv) lead. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: a7700e25 hall mechanical heart valve, implanted: (B)(6) 2000; 694765 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).